Event description:
It was reported that the bd safetyglide¿ needle experienced a needle that was pulled out of the hub. The following information was provided by the initial reporter: upon completing child's immunization, when withdrawing 1 inch needle which was attached to prefilled syringe from the child's deltoid, the needle itself separated from the entire needle device (hub, safety device, etc). The metal portion only of the needle device was protruding out from the child's deltoid. All other components of the needle device I had attached remained attached to the prefilled syringe. The needle was protruding far enough out of the child's deltoid that I was able to remove it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd safetyglide¿ needle experienced a needle that was pulled out of the hub. The following information was provided by the initial reporter: upon completing child's immunization, when withdrawing 1 inch needle which was attached to prefilled syringe from the child's deltoid, the needle itself separated from the entire needle device (hub, safety device, etc). The metal portion only of the needle device was protruding out from the child's deltoid. All other components of the needle device I had attached remained attached to the prefilled syringe. The needle was protruding far enough out of the child's deltoid that I was able to remove it.